Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited noise which could be reproduced with isometrics. All other lead electrical measurements were within range. No intervention or programming changes were performed. The patient was in stable condition. No additional information was reported.